Manufacturer narrative:
(B)(4). The customer stated that the unit is not available for return.

Event description:
The customer stated that this unit has a faulty touch screen. There was no patient involvement at the time of the incident.